Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. No further investigation is required.

Manufacturer narrative:
One fast fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed both ts are free from the delivery needle. Examination of the construct showed the suture has been cinched. T1 shows no abnormalities. T2 is bent. The suture and ts are soiled with human matter indicating the device was used. The actuator is in its t2 post deployment position indicating multiple trigger advancements. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. The device was not returned in the condition of the reported complaint of pre deployment out of the package. An exact root cause cannot be determined with confidence. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a procedure, the darts of the device were disassembled inside the packaging. No backup device was available. No delay nor patient injuries were reported.